Event description:
The user facility in the u.s. Reported the vitrectomy cutter was not working. They opened another from the same lot and completed the surgery. No pt injury reported.

Manufacturer narrative:
One collection cassette, tubing and a 23ga vit cutter were returned with a bls423w pack label from lot v1569. The tip protector was not returned. The needle was not bent. The port window was in the opened position. There was dried solution in the tubing. The back cap was aligned correctly with the event hole in the side of the cutter body. Visual inspection found the female lure connector that was approx 10 inches from the back of the cutter cracked. A functional test was performed using a stellaris pc system. The cutter cuts intermittently. Fluid and air leak from the cracked connector location. It should be noted that an air leak could contribute to poor cutting performance due to reduced aspiration. The sterilization and lot history records have been reviewed and found to be acceptable.